Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) event that reached 500 mg/dl. The agent assisted the user in performing a supply change, after which bg decreased to 172 mg/dl by the end of the call. The highest blood glucose (bg) recorded was 500 mg/dl. Bg was corrected through a supply change. Symptoms included thirst, dizziness, nausea, and an eye hemorrhage. No medical intervention was reported at the time of call.